Event description:
It was reported that the iol (intraocular lens) was explanted due to the patient experiencing refractive surprise with astigmatism and a history of lasik. The incision was enlarged, and one suture was placed. There was no capsule tear reported and no vitrectomy. Customer plans on returning the explanted iol. The replacement lens is a different model but same diopter, dib00 19.5 diopter. Reportedly, the customer does not have information on the patient¿s post-operative condition. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/not provided date of event: the exact date is unknown. The best estimate is prior to the aware date, (B)(6) 2023. Health effect - clinical code: 4581 incision enlargement. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: apr 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in pieces. No defects that could contribute to visual issues were observed. Based on the returned condition of the lens no further evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.